Event description:
It was reported that patient is having pain and discomfort with her right hip. The patient had a primary surgery with rejuvenate implants on (B)(6) 2011. It was than removed on (B)(6) 2012. She is now returning for a debridement with liner and ball exchange. Hospital is keeping the explants.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding suspected infection and tissue reaction involving a trident liner was reported. The event was not confirmed. Medical records received and evaluation: insufficient medical records were received for review. Device history review: records indicate the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported sterile lot or lot ids. Conclusions: insufficient medical records were received for review to confirm the reported event or determine a cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened. Additional devices listed in this report: cat # 6570-0-436, lot # 41919403, description: delta v-40 ceramic head 36/-2,5. Cat # 540-11-54f, lot # 41827801, description: trident psl ha solid back 54mm. Cat # 0580-1-441, lot # g3318618, description: exeter v40 stem 44mm no 1. Cat # 09390112, lot # l6088, description: exeter 2.5 I m plug 12mm. Cat # 6197-9-001, lot # mkt102, description: simplex p with tobramycin 1 pack qty: (B)(4). It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that patient is having pain and discomfort with her right hip. The patient had a primary surgery with rejuvenate implants on (B)(6) 2011. It was than removed on (B)(6) 2012. She is now returning for a debridment with liner and ball exchange. Hospital is keeping the explants.

Manufacturer narrative:
The catalog number and lot code was not provided. The device was reported as an unknown liner. Additionally, an unknown ball was reported. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not available.